Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the pump went dead overnight, the night of (B)(6) 2012 . The battery cap was reportedly tight. There was reportedly no low battery warning in the pump since (B)(6) 2012. The patient woke up on (B)(6) 2012 with a blood glucose level of 326 mg/dl and small ketones. This does not meet animas criteria for an adverse event. This report is being made based on the allegation of power loss.

Manufacturer narrative:
Follow-up #1 date of submission 04/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/22/2012 with the following findings: a review of the black box showed that the pump was powered down after 04:07 on (B)(6) 2012 with no low battery warning or replace battery alarm, and a power on reset was observed at 07:12 on (B)(6) 2012. The voltage reading at the time the pump was powered down was found to be above the low battery warning voltage specification. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. There was no damage found to the battery compartment. The battery cap was found to be intact, however the cap slot showed signs of wear. There was no damage found to the power circuit. Electrical draws were found to be within specifications. A low battery warning and a replace battery alarm were activated within appropriate voltage specifications; the pump was found to be alarming appropriately. The complaint could not be duplicated on investigation.